Manufacturer narrative:
Batch review performed on (B)(6) 2023. Lot 2005719: 150 items manufactured and released on (B)(6) 2020. Expiration date: 2025-07-28. No anomalies found related to the problem. To date, 143 items of the same lot have been sold without any similar reported event during the period of review.

Event description:
At about 6 months after the primary, the patient came in due to signs of an infection and the pathogen is unknown. The surgeon performed a washout and revised the liner. The surgery was completed successfully.